Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-16218. It was reported, the patient lost stimulation to the left side. Diagnostic testing revealed invalid impedance readings on all lead contacts, and reprogramming was unable to resolve the issue. The patient will see a physician to determine the next course of action. As the affected lead is unk, both of the patient's leads are being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.